Event description:
Information received by medtronic indicated that insulin pump had a crack in the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.